Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the reservoir has air bubbles that cannot be cleared. The customer's blood glucose reading was 126 mg/dl at the time of incident. Troubleshooting advised customer about insulin. The customer was advised that the device would be replaced and to return the product for analysis.